Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore catheter extension set did not flow during infusion. The device was being used with a sigma infusion pump. The reporter stated that the extension set was disconnected, flushed, and reconnected; however, the set still would not flow. The issue was resolved by changing out the &#61774;d cap&#63503;f the set. There was no patient injury or medical intervention associated with this event. No additional information is available.